Manufacturer narrative:
Continuation of d10: product ID 978b128 (lot: va33qh3); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the lead had come dislodged from the battery, the damage was caused or discovered during surgery. The patient was experiencing a return of baseline symptoms of urgency and frequency. The system was removed and replaced with a new lead and battery.

Event description:
On (B)(6) 2026 additional information was received from the manufacturer representative. The rep stated that the physician reported the cause of the disconnection was unknown, but that the patient was receiving stimulation.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va33qh3. Implanted: (B)(6) 2025: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.